Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) and undersensing. Additional information indicated that the ra lead had dislodged which was confirmed through an x-ray. An atrial revision is being considered. At this time, the ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.